Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) downloaded software onto graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) purchased by customer. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred.